Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's trial procedure was abandoned on (B)(6) 2014 due to the physician not being able to place the lead after several attempts. The pt was referred to a neurosurgeon for a possible paddle lead procedure.